Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that balloon removal difficulties were encountered. The target lesion was located in the right coronary artery. A 4.00mm x 24mm synergy drug-eluting stent was advanced for treatment. The stent was deployed at 12 atmospheres and the balloon was deflated. However, it was observed that the balloon was sticking to the stent. When the balloon was inflated again to 16 atmospheres, it was still stuck. The balloon was tugged hard and removed from the patient's body. No issue was noted with the implanted stent and it was fully deployed and expanded. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that balloon removal difficulties were encountered. The target lesion was located in the right coronary artery. A 4.00mm x 24mm synergy drug-eluting stent was advanced for treatment. The stent was deployed at 12 atmospheres and the balloon was deflated. However, it was observed that the balloon was sticking to the stent. When the balloon was inflated again to 16 atmospheres, it was still stuck. The balloon was tugged hard and removed from the patient's body. No issue was noted with the implanted stent and it was fully deployed and expanded. No patient complications were reported and the patient's status was fine. Device evaluated by MFR.: synergy ii us mr 4.00 x 24mm stent delivery system (sds) was returned for analysis inside the guide catheter and tracked over a guidewire. There was no stent returned with the sds. The balloon was severely damaged. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found the shaft to be broken at the site of the port bond. The location of the break at the port corresponded with a severe kink which was noted in the guide catheter which had prevented the investigator from removing the sds with ease. The kink in the guide catheter measured 701mm distal from the distal end of the guide catheters strain relief. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.